Event description:
It was reported that the ilet pump displayed persistent ¿65 ¿ audio over/under current¿ alerts despite multiple restarts, and a replacement was arranged with instructions provided for shutdown, data syncing, return logistics, and the need to perform a new startup on the replacement; the patient was advised to continue cgm monitoring via the dexcom app or receiver. Symptoms included device alarm notifications without reported clinical adverse effects. Outcomes included interruption of pump use and reliance on cgm for ongoing glucose monitoring. Investigation included customer education, remote troubleshooting, and arrangement for device replacement. Investigation of this case revealed a suspected audio subsystem malfunction consistent with an over/under current condition in the audio component that did not resolve with restarts. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the audio hardware. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: device had slight wear to the housing. The device was placed on a charging pad and powered on successfully. Only alert 41 was present in the notification menu; restarting device and unsuccessful attempts to complete a dry leadscrew run did not resolve the issue. Volume was tested; it was being emitted while adjusting volume from high to none with no issues. Engineering logs were downloaded for review. Upon reviewing logs, alerts 41 and 65 were confirmed. The device was opened for further inspection; evidence of fluid ingress was observed. Device will need to be scrapped.